Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) units touch screen does not work.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11. Corrected data : b5.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) units touch screen does not work.

Event description:
N/a

Manufacturer narrative:
At this time, the customer has not requested getinge to repair the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.